Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels up to 350mg/dl. A correction bolus via the pump was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.